Manufacturer narrative:
The agent reported a revision surgery for infection. Complaint has been evaluated and is similar to report number 1644408-2022-01756; 343-16-706, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to infrction.